Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula in the brachial vein. A 12.0x40, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured circumferentially at 16 atmospheres on the last inflation. The ruptured balloon was surgically removed from the patient and the procedure was completed. The patient's status was fine.